Event description:
Patient was revised to address pain. The pegs from the shoulder plate were proud and rubbing on the glenoid.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the information provided, as the lot numbers required to review the device history records was not provided. Provided information states the screws were too long, protruding out of the humeral head and rubbing on the glenoid, causing severe pain to the patient. The pegs were removed and placed with shorter ones. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.